Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device became stuck on the wire. A percutaneous coronary intervention was being performed. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and non calcified left anterior descending artery. The lesion was predilated. This opticross imaging catheter was selected along with an unspecified guidwire; resistance was met during advancement and the device was unable to cross the lesion. During removal the opticross become stuck on the unspecified wire and was removed as a unit. The procedure was complete with another of the same device. No patient complications were reported and the patients status is stable.

Event description:
It was reported that the device became stuck on the wire. A percutaneous coronary intervention was being performed. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and non calcified left anterior descending artery. The lesion was predilated. This opticross imaging catheter was selected along with an unspecified guidwire; resistance was met during advancement and the device was unable to cross the lesion. During removal the opticross become stuck on the unspecified wire and was removed as a unit. The procedure was complete with another of the same device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that there was kinked observed in sheath assembly. The distal housing of the transducer was observed complete and with no shattered pieces. The guidewire exitport was noticed lifted and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.